Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. Customer¿s high blood glucose level was 400 mg/dl at the time of the incident. Customer¿s blood glucose level was reported as 400 mg/dl. Customer stated that pump getting insulin flow block when she is trying to fill the tubing to do infusion set change and customer was getting insulin flow block alarm on his pump. Customer was unable to troubleshoot for insulin flow blocked alarm during basal. The insulin pump will not be returned for analysis.